Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two segments. All lead damage noted was consistent with that occurring at the time of the explant procedure.

Event description:
It was reported that the patient suspected that during a 6 hour long surgery, the right atrial lead was exposed to 2 hours of electrocautery which caused a lead fracture. No patient symptoms or additional information was available at this time.